Event description:
It was reported that egms revealed noise on the atrial lead. Blood was noted inside the lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was cut and damaged at 16.5 cm from the connector pin which allowed blood into the lead. The distal insulation was damaged at 18.9 cm from the connector pin due to the suture sleeve being tied down too tightly. This would cause the reported noise problem.